Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet could not be removed from the left ventricular lead. The lead was successfully implanted. The patient had no adverse consequences.